Event description:
It was reported the pt has experienced ineffective stimulation since her implant. The pt also reported suffering a fall but stimulation was ineffective prior to the fall. X-rays were taken, however, lead migration was not confirmed. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.